Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was removed. An accuracy test was performed as part of the functional test and the reported issue was duplicated. Three accuracy tests found the pump to be over delivering to the manufacturing specifications. As a result, the expulsor was trimmed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown, no information has been provided to date.

Event description:
It was reported the device exhibited an over infusion. Patient involvement is unknown.